Manufacturer narrative:
Other text: additional information provided in h3, h6, and h10. Device evaluation: the tamper seal was intact. Missing batteries stability separator, dented on rear case. The event history log was not available due to alarming error code. Inserted batteries to power up device and the issue was observed; reported problem was duplicated. Device was found to be displaying 42221 error code alarm message during power up instead of 42224 error code but related to the same root causes. A faulty mpu board caused the issue. The mpu board was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on 08/2019) and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported the pump alarmed error code 42224, no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.